Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
It was reported by the physician's office that the vns was helping the patient with her seizures, but now she has had an increase. System diagnostics were run and looked ok, which confirmed the vns was working as intended and the device was not at end of service. It was not reported if the increase in seizures was above or below pre-vns baseline levels. Attempts for additional relevant information have been unsuccessful to date.